Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the wake button was sticking. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump battery was depleting quickly. Customer declined to troubleshoot this issue with tandem technical support, therefore no additional information could be obtained.